Manufacturer narrative:
(B)(4). Concomitant medical products: offset modular humeral head 21 mm head height 52 mm spherical head diameter, lot#62433464, item#00430205221; unknown humeral stem, part# unk lot# unk. The reported event is confirmed via op notes received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Post operative radiographs reveal post shoulder arthroplasty and the glenoid with radiolucency. It was further noted that the patient had sustained a fall. However, a definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent initial left shoulder arthroplasty. Subsequently, the patient was revised 11 months later due to a loose glenoid component. It was further noted that the patient had an incomplete rotator cuff tear. No complications or delays reported.